Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 11-sep-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of eczema ('eczema') in a 49-year-old female patient who had essure (batch no. C64468) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced eczema (seriousness criterion medically significant), dizziness ("dizziness"), tinnitus ("tinnitus"), abdominal pain upper ("stomach pain"), food intolerance ("food intolerance"), fatigue ("chronic fatigue") and anxiety ("anxiety") and was found to have weight decreased ("weight loss"), 4 years 7 months after insertion of essure. Essure treatment was not changed. At the time of the report, the eczema, dizziness, tinnitus, abdominal pain upper, food intolerance, fatigue, weight decreased and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, anxiety, dizziness, eczema, fatigue, food intolerance, tinnitus and weight decreased with essure. The reporter commented: current loss of my job due to incapacity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of eczema ('eczema') in a (B)(6) year old female patient who had essure (batch no. C64468) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced eczema (seriousness criterion medically significant), dizziness ("dizziness"), tinnitus ("tinnitus"), abdominal pain upper ("stomach pain"), food intolerance ("food intolerance"), fatigue ("chronic fatigue") and anxiety ("anxiety") and was found to have weight decreased ("weight loss"), 4 years 7 months after insertion of essure. Essure treatment was not changed. At the time of the report, the eczema, dizziness, tinnitus, abdominal pain upper, food intolerance, fatigue, weight decreased and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, anxiety, dizziness, eczema, fatigue, food intolerance, tinnitus and weight decreased with essure. The reporter commented: current loss of my job due to incapacity. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.